Manufacturer narrative:
An evaluation was performed on the returned astral device by the resmed technical service center. Evaluation confirmed that the power supply was not functioning due to a damaged power cord. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Manufacturer narrative:
The device was returned to the resmed technical service center in paris, france for evaluation. The evaluation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device's power supply unit (psu) was defective. The device was not in use when the fault occurred, therefore, there was no patient involvement.